Event description:
A malfunction alarm was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to use a backup insulin pump while a replacement pump was arranged by technical support. The caller was instructed on how to store and return the malfunctioning pump.